Event description:
A microport device in box change was performed according to standard protocol. The rv lead was torqued with the sorin torque wrench. The correct lead by serial number check is placed in the right lead port on a pulse generator header the lead is seen to be inserted fully through the 2 electrode collars in the header the lead is adequately secured by applying a "tug" check to the lead. The check was performed as above and signed. The patient had a pacing check in recovery and the v lead was only pacing unipolar. Chest x ray showed the tip of the rv lead had displaced from the distal connector in the header. The lead was rechecked and a non-torque limited wrench used to resecure the v lead with the "tug " before the header position was reconfirmed. The pacemaker now works according to specification unipolar and bipolar.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
No additional information were provided for analysis and the associated screwdriver was not returned. As a result, no investigation could be performed and the root-cause of the reported behavior could not be determined. Based on the available data, as shown on the x-ray picture provided, the rv is-1 lead pin did not protrude beyond the connector. It should be noted that upon insertion of the is-1 lead pin, it is important to verify the is-1 lead pin protrudes beyond the connector port prior to and during any screwing operation as to assure an appropriate pacemaker-lead connection the complaint will be reopened should any new relevant information be provided in the future

Event description:
Reportedly, a microport device in box change was performed according to standard protocol. Pacemaker replacement: eno dr 139cr08d rv lead in question: medtronic 5076-58cm pjn157961g the check was performed and was ok. The patient had a pacing check in recovery and the v lead was only pacing unipolar. Chest x ray showed the tip of the rv lead had displaced from the distal connector in the header, we assume from movement or air. The lead was rechecked and a non-torque limited wrench used to resecure the v lead with the "tug " before the header position was reconfirmed. The pacemaker now works according to specification unipolar and bipolar.